Event description:
It was reported that the temperature fuse of the device heater tripped. No adverse effect to the patient was reported. No information was provided as to impact to surgical procedure. Reference: (B)(4).

Manufacturer narrative:
(B)(4). A supplemental medwatch will be submitted if additional information becomes available.